Event description:
The expected reservoir volume was 4 mls; the actual volume was 22 mls. A dye study was done and the catheter appeared to be in good condition. The pump event logs showed no motor stall. The hcp did not want to do a roller study and so was not performed. The pump was replaced. There was no patient injury associated with the event. The patient recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4): the pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.